Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a significant decrease in the remaining longevity estimate, from 31% in (B)(6) 2023 to 15% currently. Premature battery depletion was suspected and a copy of the device data was submitted to technical services for evaluation. Review of the data confirmed the battery was depleting faster than expected and device replacement was recommended for within 90 days. It was noted that new data could be reviewed towards the end of this 90-day window and a new replacement window could be provided. No adverse patient effects were reported. The device remains implanted and in service. No replacement date has been scheduled at this time. The device was explanted and replaced about three months later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a significant decrease in the remaining longevity estimate, from 31% in (B)(6) 2023 to 15% currently. Premature battery depletion was suspected and a copy of the device data was submitted to technical services for evaluation. Review of the data confirmed the battery was depleting faster than expected and device replacement was recommended for within 90 days. It was noted that new data could be reviewed towards the end of this 90-day window and a new replacement window could be provided. No adverse patient effects were reported. The device remains implanted and in service. No replacement date has been scheduled at this time. The device was explanted and replaced about three months later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a significant decrease in the remaining longevity estimate, from 31% in (B)(6) 2023 to 15% currently. Premature battery depletion was suspected and a copy of the device data was submitted to technical services for evaluation. Review of the data confirmed the battery was depleting faster than expected and device replacement was recommended for within 90 days. It was noted that new data could be reviewed towards the end of this 90-day window and a new replacement window could be provided. No adverse patient effects were reported. The device remains implanted and in service. No replacement date has been scheduled at this time.